Event description:
It was reported that suture placement was attempted in a common femoral artery with a proglide device using the preclose technique prior to abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was depressed until the collar meets the device body, the "click" was heard. The plunger was retracted but no blue suture was present. A second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The arteriotomy was 6f. During the aaa procedure the sheath was upsized to 18f. After the aaa procedure was completed hemostasis was achieved with the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch MFR number.